Event description:
It was reported that the patient was seen in clinic for incessant low flow alarms. The alarms occurred with positional changes. The patient's blood pressure was pulsatile and well controlled and the patient was slightly on the dry side. Log file review was requested and displayed multiple low flow alarms. It was communicated on (B)(6) 2024 that it was determined by computed tomography angioplasty (cta) that the patients outflow graft (ofg) was being externally compressed between ofg and bend relief. The patient returned to the operating room where the surgeon exposed the bend relief with a left thoracotomy. They released the bend relief using the surgical hand tool and removed a yellow material, and the pump flows immediately improved from below 1 liter per minute l/min to the low 3's. The chest was then closed again without issue.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated on (B)(6) 2024 that the patient experiences incessant low flow alarms (lfas) overnight with the recent release of the extrinsic outflow graft obstruction (eogo). Log file review was requested and in the event log file, the calculated flow appeared to have fluctuated below the alarm threshold of 2.0 lpm. The log file contained on (B)(6) 2024, low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. It was communicated on (B)(6) 2024 that the patient did not have any symptoms with the lfas, and that the CT results could not be uploaded.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted images confirmed an extrinsic outflow graft obstruction (eogo) which could have contributed to the low flow alarms on (B)(6) 2024 confirmed through review of the submitted log files. However, a specific cause for the low flow alarms observed after the removal of the eogo could not be conclusively determined. The submitted controller event log file captured low flow alarms on (B)(6) 2024. Review of the submitted controller periodic log file also revealed a slight gradual decrease in flow over several months. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The account submitted four images and one video for review, including a computed tomography (CT) image which showed severe narrowing/compression of the outflow graft lumen beneath the outflow graft bend relief. The other images showed the surgical procedure that involved removing debris from the bend relief, as well as a graph displayed on the system monitor showing the subsequent improvement in flow. These findings appear consistent with the report of an extrinsic outflow graft obstruction (eogo) between the outflow graft and bend relief. An additional set of log files were submitted for review after the release of the eogo. The submitted controller event log file captured several low flow hazard alarms on (B)(6) 2024. Additionally of note, pi values were dynamic and elevated throughout the file, especially during the low flow events. A specific cause for the low flow events could not be conclusively determined. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" describe system alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.